Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 21-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. The device history record for the reported lot number, m7117t315, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Root cause could not be determined. All information reasonably known as of 11-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced 2 different incidents, which were associated with separate units, involving a single patient. This is the first of two reports. Refer to 8030647-2017-00155 for the second event. It was reported that there was a problem with the corrugated fitting supplied with the closed system. It "disintegrates," or disconnects, from the closed system causing a breakdown in ventilation. Additional information received of 05-dec-2017 stated that there were no clinical consequences as the team took steps to avoid a "desadaptation" (mismatch). It was also noted that the corrugated fitting disconnects very easily even if the patient is not moving, which happened a few times. No further information was reported.